Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.